Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastrectomy. According to the reporter: the anvil could not be attached to the tip of the stapler. The head was almost but not completely covering the orange band of the staple tip. The anvil was not in perpendicular position and the shot could not be made. The surgery was converted into an open surgery in order to proceed with the anastomosis manually. There was a 4 hour delay. There were no adverse events due to the delay in surgery. There wa no tissue loss or damage, no bleeding in excess of 500ml. No reinforcement material was used. The current patient status is good.